Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: one used primary set, model 10015861a, was received by the customer for investigation. The set was visually inspected and then primed with a blue dye solution and a leaks could clearly be seen at each of the four smartsites within the set. The customer's complaint that all ports leaked was verified. Upon further inspection, it was observed that each smartsite was oval shaped instead of the expected circular shape. This caused the internal smartsite channels to remain open and easily allow fluid through. A device history record review for model 10015861a lot number 20025779 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The machine the assembles the smartsite components has sensors to detect ovality conditions. This testing is performed 100% of the process, assuring that there is no leakage of this part. Additionally, in order for the smartsite to undergo any type of plastic deformation such as the ovality condition, they must be submitted or exposed below -40f or above 125f. The manufacturing environment within the cleanroom is roughly 69f. Therefore, the manufacturing process could be discarded as a source of the leakage by ovality condition on smartsite valve parts. The oval smartsite defect was determined to be a result of the environmental process the set was subjected to after leaving the manufacturing site. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #20025779 regarding item #10015861a h3 other text : see h.10.

Event description:
It was reported three gem dc 20d 3ss 1 chk vl & dehp free tbg had leakage issues. The following information was provided by the initial reporter: "don¿t have anymore, all 3 ports leaked."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that all 3 ports leaked could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three gem dc 20d 3ss 1 chk vl & dehp free tbg had leakage issues. The following information was provided by the initial reporter: "don¿t have anymore, all 3 ports leaked."